Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified nicks and gouges to the locking feature around the liner, scallops, and part face. A screw hole was noted through the liner. Potentially from the explant technique used. No other damage was noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8753-05601 63494016 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners; 00771100710 64189580 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately one week post implantation due to disassociation of the liner from the cup. Attempts have been made and additional information on the reported event is unavailable at this time.